Event description:
440 stapler - stapler did not fire and was passed off the field. 340 stapler - when removing stapler, surgeon noticed the stapler ends didn't touch. Passed the stapler off the field.